Event description:
Reference number(B)(4). Event occurred in the germany it was reported that the patient faced tape not sticking issue infusion set on(B)(6) 2026. No further information is available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: review of complaint record database 2576738 event description and all available information was completed, and lot number 6013258 was provided. Complaint was classified under malfunction code: adhesive patch does not adhere to the skin after direct application. No products or pictures were returned with the complaint to aid in the investigation. Corrective and preventive action (CAPA) determination: during the investigation CAPA-2010953 was identified, it was opened 18-sep-2024 for adhesive related complaints and bounding covers medtronic extended (ewis) products and the time period reviewed. Root cause of problem: customer complaint reporting for ewis includes a large number of reports related to accidental misuse where the infusion set, and adhesive patch have been accidentally pulled off during its extended period of wear (compared to 3-day adhesives). This is not a result of the design and manufacturing of the adhesive and artificially increase the overall complaint data for ewis. Corrective action as a result of the investigation: database (B)(4) opened to review and update ewis risk management file with updated test results, and to correctly map harms and severities in line with ic portfolio. Database (B)(4) opened to review complaints data between apr-october 2025 and april-october 2026 to see if increase in database (B)(4) opened to perform analysis of complaints for ewis between apr-oct 2027 and ensure any percentage increase for adhesive issues is lower than the period april-october 2024. Database (B)(4) opened to review and update ewis risk management file with updated test results, and to correctly map harms and severities in line with ic portfolio. Database (B)(4) opened to roll out of updated instructions for use (IFU) to relevant markets. Database (B)(4) opened to assess potential adhesive formulation update. Database (B)(4) opened to trend observed: increase in complaints related to adhesive. Summary conclusion: based on no products returned to test, and CAPA-2010953 investigation conclusion, the complaint will be closed as complaint unconfirmed as analyzed.

Event description:
To date no additional patient or event details have been received.